Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The generator drive board, filament drive board, fluoro functions board, generator interface board and high voltage power supply board were reseated during service. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.